Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to resolve the blockage. Customer's blood glucose was within range (no value not provided). Customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.